Event description:
A physician reported that an essure micro-insert caused a perforation during an essure placement procedure; 2/3 of the micro-insert was outside of the fallopian tube. The physician resected the micro-insert and placed a filshie clip to complete the pt's contraception. The physician stated it was necessary to remove the micro-insert in order to prevent injury to the pt's intestine. The physician reported that no treatment was necessary for the perforation; the physician stated the pt is asymptomatic and doing well following the procedure. This incident also reported by user facility to FDA under medwatch report # (B)(4).